Event description:
The customer's wife stated that the customer was hospitalized for low blood glucose levels. No blood glucose reading was reported. The wife stated that the insulin pump delivered a 40 unit bolus while he was listening to music. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.